Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose value of 600 mg/dl at the time of the incident. The customer stated they were hospitalized on july 22, 2018 and was treated with an intravenous drip. Troubleshooting was performed and the device will be replaced and returned.